Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch/lot: 18833243/ 18765850.

Event description:
It was reported that the patients spinal cord stimulator never worked, and the physician was not able to get lead placed appropriate due to scoliosis. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.